Event description:
A malfunction alarm was reported with code malf 9 and fault ID 9-0x20f1. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and after assistance with the reset, the malfunction did not recur. The customer understood to continue using the pump and to call back if the issue happened again.